Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation and intervention. It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 4 with anterior flail, short and calcified posterior leaflet. An ntw clip was placed a2/p2. Upon deployment, the clip rotated and was noted to be detached from the posterior leaflet (single leaflet device attachment (slda)). Another ntw clip was placed a2/p2, lateral the first clip without issue. An nt clip was placed a2/p2 between the first and second clip without issue. However, upon deployment, it was noted that the clip rotated and came off the posterior leaflet (slda). It was of the opinion of the heart team the posterior leaflet was heavily calcified and contributed to the slda(s). There was no evidence of chordal rupture, tissue damage or any other leaflet injury. Final mr was at grade 3. The patient will be referred for surgery. No additional information was provided.